Event description:
It was reported that the insulin pump alarmed unexpected restart during program setting. Troubleshooting was done. Customer's blood glucose was unknown. It was found in the alarm history the insulin pump alarmed unexpected restart, displayable history crc check failed on start up and external ram crc error. The customer assisted in performing self test and the insulin pump passed. The customer was assisted in programming the insulin pump and advised to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.